Event description:
It was reported the patient¿s implantable neurostimulator was explanted after two years. It was reported the patient had the stim in for two years and it did not work. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v680743, implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-56, lot # v680743, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information received reported that the spinal cord stimulation (scs) system was no longer providing stimulation to the ar eas of pain and there was no reduction in pain with the system. It was noted that the implantable neurostimulator (ins), lead and extension were explanted. The reporter noted that the patient had a reprogramming on 2013-(B)(6). It was noted that attempts were made to reprogram the patient but the patient stated there was no reduction in pain after reprogramming. No hospitalization was required due to the event and the patient outcome was no injury.

Manufacturer narrative:
(B)(4)